Event description:
Dexcom g6 app was updated on the date indicated. Since then, the dexcom follow server will not allow patient users to access the data via follow-which makes several problems for me. I use follow to glance at my glucose level while working on my laptop or tablet and also my watch. The updated app has a watch app, which I loaded onto my ticwatch pro, but it functions erratically. Further, the app change also prohibits use of a third party software, xdrip+ which I use to create a widget for use during the night to check my glucose level at a glance. These app changes are life threatening since I must first wake my phone (or find it) and then find the app which takes time. Low blood glucose is a life threatening condition and this app change threatens my life.